Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started in ¿(B)(6) 2012¿. The patient manages her diabetes with insulin (unknown type, self-adjuster). At an unspecified time in ¿(B)(6) 2012¿, the patient stated she had more food/drink in response to the alleged issue. The patient claimed, immediately after the alleged issue occurred, she developed ¿hypoglycemic, hyperglycemic¿ symptoms. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/21/2014 and 3/25/2014, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown, 3, 4, and 5 message. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.